Event description:
Elderly male patient. 20x15cm corvocet needle biopsy system was opened and tested prior to use and the gun would not fire (not used on patient). A second needle was opened and tested and upon attempting to use it, the needle was not firing correctly and would not release the small core sample that was taken. No harm was done to the patient. After investigation, both products had the same lot#. There was a 3rd report done a few days later for the same product. It also had the same lot number.